Event description:
It was reported that during the initial use of a bd micro-fine ultra pen needle, the needle broke off in the patient's abdomen. The patient received an x-ray which visualized the broken needle and it was able to be removed without surgical intervention

Manufacturer narrative:
A sample has been received for evaluation. Upon completion of the investigation a supplemental report will be filed.